Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, medical history includes shortness of breath, acute gastrointestinal bleeding, hypovolemic shock, acute blood loss anemia, subtherapeutic international normalized ratio (inr), acute kidney injury, history of coronary artery disease, myocardial infarction, congestive heart failure, deep vein thrombosis (dvt) while on anticoagulation therapy and multiple myeloma in remission. The patient presented to a hospital with gastrointestinal bleeding from a duodenal ulcer with clot. Coumadin was contraindicated, therefore the ivc filter was inserted with no plan to restart the anticoagulation regimen. A venogram revealed a patent ivc with a diameter of less than 30mm. The filter was deployed below the renal veins. The patient tolerated the procedure well. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter. A CT scan done approximately four years after the filter was implanted showed that it extends from the l1-l2 disc space level to the l3 vertebrae level, and a total of six prongs perforate the ivc, with a maximum distance of 4mm. There was also a 10 degree tilt of the filter left to right and an 8 degree tilt anterior to posterior. Per patient profile form (ppf), the patient experienced perforation of the struts outside of the ivc, tilting of the filter, pain and swelling in the legs and feet, pain in the stomach, shortness of breath and fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Pain, swelling and fear do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. Occupation: other, senior counsel, litigation. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to perforation and tilting of the filter.

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
Event: additional information received per the medical records indicate that the patient has a history of shortness of breath, acute gastrointestinal bleeding, hypovolemic shock, acute blood loss anemia, subtherapeutic international normalized ratio (inr), acute kidney injury, history of coronary artery disease (cad), myocardial infarction (mi), chronic systolic congestive heart failure (chf), deep vein thrombosis (dvt) while on anticoagulation therapy and multiple myeloma in remission. The patient presented to a hospital with gastrointestinal bleeding. It was revealed that he had a duodenal ulcer with a clot. He was treated for hypovolemia and the ulcer was clipped and injected successfully. Bilateral nephrolithiasis (renal stones) was diagnosed as well as a 3.2cm renal cyst, no acute treatment was given. Coumadin was contraindicated, therefore the ivc filter was inserted with no plan to restart the anticoagulation regimen. The indication for ivc filter placement was bilateral lower extremity dvt of the superficial femoral veins as well as bilateral popliteal veins. A venogram revealed a patent ivc with a diameter of less than 30mm. The filter was deployed via the right common femoral vein. It was placed well below the renal veins. The patient tolerated the procedure well.   The results of computed tomography (CT) scans done approximately four years and three months after the index procedure indicate that the filter extends from the l1-l2 disc space level to the l3 vertebrae level. The CT scan revealed that there was a total of six prongs perforating the ivc, with maximum distance of 4mm. There was also a 10 degree tilt of the filter left to right and an 8 degree tilt anterior to posterior.  Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the struts outside of the ivc, tilting of the filter, pain and swelling in the legs and feet, pain in the stomach, shortness of breath and fear that the filter won¿t catch a blood clot. Additional information is pending and will be submitted within 30 days of receipt.